Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from july 29, 2014 to july 31, 2014. Evaluation summary: visual inspection of the returned device noted fluid within the over pouch containing the unit due to the blue winged luer cap being untightened. The blue winged luer cap was hand tightened, and a functional test was performed in which the device was filled with water and observed for leaks until the following day. No signs of leakage were observed during this test. The product met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. This occurred before use. The device was filled with fluorouracil with a concentration of 4000 mg per 230 ml. The location of the leak could not be identified. There was no patient involvement. No additional information is available.